Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. A review of the share log was performed and the allegation was confirmed. The probable cause was determined to be the mobile device lost power.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown duration of signal loss occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be the mobile device lost power. The reported event of an unknown duration of signal loss is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.